Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was visible on x-ray that the diaphragm was paralyzed. The ablation was stopped and the right inferior pulmonary vein (ripv) was not ablated. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.